Event description:
Paramedics responded to a person at an adult care facility described as unconscious and bradycardic. The device was connected to the patient with ECG electrodes and disposable pacing/defibrillation/ECG electrodes for external pacing. According to the reporter, the device stopped pacing serveral times during the call because of ECG leads off alarms. Drugs and CPR were administered and the patient was resuscitated and transported to the hospital.